Event description:
The account alleged side rail would not latch. No patient impact.

Manufacturer narrative:
The account found the side rail spring, latch bias broke and would not allow the latch to connect to the side rail mounting bracket. The technician replaced the side rail spring latch bias to resolve the issue.